Event description:
It was reported by pt that pt received an implant on (B)(6), 2007 and was revised on a (B)(6), 2010 because the pt had an alval reaction and the "socket twisted".

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained for the info provided. A product failure cannot be confirmed. Should add' info become available and/ or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number os this file is (B)(4).